Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact on the customer's blood glucose level. Despite the customer changing the cartridge multiple times to address the air bubbles, the issues persisted and the pump was replaced, and the customer reverted to manual injections for insulin therapy.